Event description:
A technician reported that during lasik surgery on the pt's left eye, they accidently aborted the treatment at 25%. After 2.5 hours they were able to complete the delivery of the full treatment. Mild inflammation at the flap hinge was noted postoperatively, and the post-op uncorrected va was 20/12.5. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).